Event description:
Reference number: (B)(4). Event occurred in brazil. It was reported that the patient experienced a bent cannula event on (B)(6) 2026 which resulted in hyperglycemia. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.